Manufacturer narrative:
It was reported that the patient has loosening of the tibial tray. The surgeon plans to revise to an off-the-shelf system. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has loosening of the tibial tray. The surgeon plans to revise to an off-the-shelf system.